Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 9/21/2016 with the following findings: there was one loss of prime observed in the pump¿s black box history on (B)(6) 2016 due to the pump not being primed after a pump reboot. The pump successfully completed the rewind, load cartridge and prime steps with no alarms. The pump was exercised for 24 hours with no loss of primes occurring therefore the initial complaint was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 02/07/2017 - correction to serial #.